Manufacturer narrative:
Based on the customer's photos, the clinical observation of failure to open was confirmed. However, the device was not returned for analysis; therefore the event cause could not be determined. Thromboembolism is a known inherent risk of endovascular procedure and is documented in the pipeline instruction for use. Based on the provided information, the proximal landing zone was 3.9 mm and the pipeline size used was 4.25. Per the pipeline instruction for use: "select an appropriately sized ped such that it is fully expanded diameter is equivalent to that of the largest target vessel diameter. An incorrectly sized ped may result in inadequate device placement, incomplete opening, or distal migration."

Event description:
Medtronic received information that during treatment of a giant dysplastic aneurysm located in the supraclinoid segment of the left internal carotid artery, 2-3 mm of the proximal end of the device did not open. It was reported that the physician planned to place two devices by telescoping the first device to cover the aneurysm and achieve optimum flow diversion with the placement of the second device. The aneurysm was unruptured and saccular with max diameter of 18 mm with a neck diameter of 15 mm. The distal landing zone was 2.9 mm and the proximal was 3.9 mm. The first device deployed successfully starting from the very proximal mca to the cavernous segment of the internal carotid artery (ica) and covering entire segment successfully. While deploying the second device, 95 % deployed nicely as the device was deployed completely and 2-3 mm of the proximal end did not open. The physician tried to navigate again with the microcatheter but wasn't successful as the microcatheter could not get through, so the capture coil was pulled back after some struggle. The physician then navigated the balloon with the guide wire to regain access of the distal (ica). It was further reported that it took 3 hours of various maneuvering of the stiff guide wire and balloon as the patient has severe vessel tortuosity. The device ultimately opened with balloon angioplasty and full wall apposition was achieved. It was further reported there was no distal flow due to the device not opening for 3 hours; after opening of the device distal flow resumed and circular was normal; however CT showed a small infarct. The aneurysm was coiled with a competitors device during the procedure. The patient experienced ischemia and stroke ipsilateral of the middle cerebral artery territory. The patient was on a ventilator and under clinical observation. The patient is paralyzed but slowly improving.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.